Event description:
It was reported that 24 hrs post implant, the ECG showed a close coupled atrial sense coincident with the intrinsic r-wave (possibly junctional). The atrial pace resulted in a ventricular capture reflecting atrial lead dislodgement. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.